Event description:
It was reported that this pacemaker was found to be in safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This pacemaker was disposed of at the facility.

Manufacturer narrative:
This report is being submitted as additional information was received with the implant date of this device.the implant date for this device was unavailable per customer/account. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
The implant date for this device was unavailable per customer/account. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was found to be in safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This pacemaker was disposed of at the facility.